Event description:
It was reported the patient was "under therapeutic with baclofen/spasticity." The catheter was scheduled for exploration and when the spinal area was exposed, the spine segment and pump section had a leak. The healthcare professional (hcp) identified it as "the connection pin having poked a pump section had a leak." It was additionally stated, "the physician identified it as the connector pin having poked a connection was cut and rejoining using the clear/white boots and new pin." An additional reports states there was a crack in the catheter. The catheter revision was completed on (B)(6) 2015. The pump was used to deliver gablofen (baclofen). The outcome of the event was not reported, but the patient's status was listed as "alive - no injury."

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n256712010, implanted: (B)(6) 2011, product type accessory; product ID 8703w, serial # (B)(4), implanted: (B)(6) 1999, product type catheter; product ID 8590-9, lot # n253512, implanted: (B)(6) 2011, product type accessory. (B)(4).